Event description:
On 03-feb-2026, arthrex was notified via email of a case study published in 2023 by international orthopaedics titled ¿arthroscopic bankart repair: how many knotless anchors do we need for anatomic reconstruction of the shoulder? A prospective randomized controlled study¿. The study reviewed fifty-three (53) patients who underwent arthroscopic bankart repair (2 vs 3 knotless anchors) using arthrex fiberwire to address soft tissue approximation and/or ligation. During the thirty (30) month follow-up period, three (3) patients experienced redislocation. Ref: buckup, j. Et al. Arthroscopic bankart repair: how many knotless anchors do we need for anatomic reconstruction of the shoulder? A prospective randomized controlled study.int orthop. 2023 may;47(5):1285-1293.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.